Event description:
2 patients undergoing therapeutic hypothermia for hie [hypoxic-ischemic encephalopathy]. Glucose spiked from normal range to critically high with no change in pump settings. Patient¿s required insulin and blood sugar eventually returned to normal range.